Event description:
This complaint is now reportable based on the analysis completed on 08/07/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x24 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the left anterior descending (lad) artery. The procedure was completed with a different device. However, the returned product confirmed stent damage. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
It is clear from the condition of the returned device, that the device met with a severe restriction which resulted in the hypotube kinking and the distal stent damage. The root cause of the restriction could not be identified, from the condition of the returned device. It is noted that the device failed to meet specfications in its returned condition. Visual examination of the returned device found that two severe kinks were present in the hypotube at approximately 21 cm and 23.4 cm distal to the strain relief. An examination of the stent found that the distal end of the stent had it's stent struts twisted and raised. A review of the manufacturing record for this batch shows that the device met it's material, assembly and product specifications.